Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s using multiple cartridges during the loading process. The customer was unable to load a cartridge. The customer's blood glucose level was 166 mg/dl and insulin injections were to be used to manage diabetes.